Manufacturer narrative:
This is the first of two reports for the same patient involving two reported sku numbers. The lot number is unknown and the complaint sample has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a consumer on (B)(6) 2016, significant dry eye, redness of the sclera, and eye pain were experienced while wearing her third box of contact lenses. The consumer sought medical attention and was diagnosed with an unspecified corneal ulcer in the left eye (os). The patient went to the emergency room and was scheduled with five subsequent appointments under the care of a ophthalmologist and optometrist. The patient stated that the ¿ophthalmologist and optometrist have not conclusively decided if this was bacterial or inflammatory¿. Additional information has been requested, but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).